Manufacturer narrative:
The biomedical engineer (bme) reported that the touchscreen and mouse for the central nurse station (cns) was not responding. The issue went from being intermittent to no operation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10, attempt # 1: 01/05/2026, emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 01/14/2026, emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 01/19/2026, emailed the bme for the information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the touchscreen and mouse for the central nurse station (cns) was not responding. The issue went from being intermittent to no operation. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the touchscreen and mouse for the central nurse station (cns) was not responding. The issue went from being intermittent to no operation. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the touchscreen and mouse for the central nurse station (cns) was not responding. The issue went from being intermittent to no operation. No patient harm was reported. Investigation summary: insufficient information / no product returned multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/05/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 01/14/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 01/19/2026 emailed the bme for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.